Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision, during which, the leads and ipg were replaced per physician's preference. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.